Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with unknown gel implants on both sides and was presented with bilateral capsular contracture (baker grade iii on the right side and unknown baker grade on the left side). Right side implant rupture was discovered during bilateral explantation and replacement with catalog number shpx755; serial number (B)(4) on the left side and with catalog number shpx755; serial number (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s left-sided device.